Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, difficulty was encountered with initial placement of the lead with maneuvering around the anatomy and finding good tissue. Shortly after implant, the lead exhibited poor sensing and high threshold measurements. An echocardiogram was performed and noted a pericardial effusion. A lead perforation was suspected, however, was inconclusive through x-ray and echocardiogram. A pericardiocentesis was performed and the patient was discharged from the hospital as the patient planned to move to another state and refused a lead revision procedure at the time and planned to follow up after their move. Subsequently, the lead exhibited loss of capture (loc) two months later. An invasive procedure was performed. Upon trying to reposition the lead, the helix would not retract and upon removal of the lead, tissue was noted in the helix. Another lead was successfully implanted. No additional adverse patient effects were reported.